Manufacturer narrative:
The field service engineer determined that there was a worn slider on the analyzer. The slider was replaced. The customer ran controls and all results meet specifications. The investigation determined the service actions resolved the issue. Component code: device subassembly: slider.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. No incorrect values were reported outside of the laboratory. The sample initially resulted with an na value of 133 mmol/l. Repeats of the sample yielded values of 142 mmol/l. The na electrode lot number and expiration date were requested, but not provided.